Manufacturer narrative:
The device history record was reviewed for the suspected contour® plus meter (serial # 5039588), and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® plus meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. Sku # 7703 of the contour® plus meter is only available in mexico; therefore, the UDI # is not applicable. Contour® plus meter is similar to the contour® next meter available in us market. Therefore, product code nbw and most recent 510 (k) # k191286 associated with the contour® next meter marketed in us were captured in sections d2b and g4 respectively. The device was distributed outside the us, therefore, no gudid information exists.

Event description:
The customer from mexico called ascensia customer service to seek assistance with the contour® plus meter. During troubleshooting, it was found that the customer¿s blood glucose readings were not being stored in the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.